Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed system pcb assembly but was unable to determine the root cause of the issue.

Event description:
The customer contacted physio-control to report that their device had logged event codes. Upon further inspection from physio-control; "device periodically tries to re-boot." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control performed an initial evaluation and confirmed that the device periodically tries to re-boot. The system controller pcb will be replaced. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had logged event codes. Upon further inspection from physio-control; "device periodically tries to re-boot." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.